Event description:
A 30 yr old female was admitted to the ambulatory surgery unit where she underwent a hysteroscopy and hysteroscopic resection of a submucous myoma. An olympus hysteroscope and a versapoint bipolar electrosurgery sys were used during the procedure. Normal saline was used to distend the uterus. The pt sustained a cardiac arrest in the post anesthesia care unit following the procedure. Despite extensive resuscitation efforts, the pt expired. Fluid overload from the normal saline used in conjunction with the devices appears to have resulted in pulmonary edema but this had not been confirmed. The med examiner accepted this case and is investigating all possible causes of death.